Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent insulin gauge fill estimates were inaccurate. Reportedly, the customer was not performing the air removal technique. Customer¿s blood glucose ranged between 200-300 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin delivery